Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator showed a solid red call doctor icon (rcd) and yellow sending wave (ysw). The patient called the clinic, but they were unable to get the reading to come through. A boston scientific company representative advised patient to reboot the communicator and forced a call and was successful. Referring patient to clinic due to rcd. No adverse patient effects were reported. The communicator remains in service. Additional information was received mentioning that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed a sudden increase in shock impedances to high, out of range values and have remained there. The shock impedances had been stable, within normal limits before. No noise on the presenting electrogram, also, no stored events. Various follow up recommendations were given for the patient. The crt-d and rv lead remain in service. No adverse patient effects were reported. It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed a sudden increase in shock impedances to high, out of range values and have remained there. The shock impedances had been stable, within normal limits before. No noise on the presenting electrogram, also, no stored events. Various follow up recommendations were given for the patient. The crt-d and rv lead remain in service. No adverse patient effects were reported. The field representative mentioned that the rv coil was reprogrammed to another vector at an office visit. Normal shock impedances were observed after the reprogramming. No noise or changes were reproduced with movement or manipulation. The crt-d and the rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator showed a solid red call doctor icon (rcd) and yellow sending wave (ysw). The patient called the clinic, but they were unable to get the reading to come through. A boston scientific company representative advised patient to reboot the communicator and forced a call and was successful. Referring patient to clinic due to rcd. No adverse patient effects were reported. The communicator remains in service. Additional information was received mentioning that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed a sudden increase in shock impedances to high, out of range values and have remained there. The shock impedances had been stable, within normal limits before. No noise on the presenting electrogram, also, no stored events. Various follow up recommendations were given for the patient. The crt-d and rv lead remain in service. No adverse patient effects were reported.